Event description:
It was reported that a patient with a sling device underwent a revision surgery in which a new artificial urinary sphincter (aus) was implanted due to unspecified reasons. No additional information was reported.